Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient has to charge their ins every sunday. The patient noted that they are currently recharging more frequently than they were before the fall. It was noted that the ins recharger (insr) statistics showed that the patient had last charged the ins a month ago and then almost two months before that. It was noted that the patient's son helps the patient recharge and does not know how to read or write. The patient's son was educated using images and descriptions. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported that they reoriented the battery, set in adaptive stim again, tested it, and it seemed to be functioning normally. The hcp checked the battery site, determined it looked fine and that the patient probably sustained a bruise from the fall, but no intervention was necessary. The rep reviewed the recharger settings with tech services and it was determined that the patient wasn¿t actually charging when he thought he was. The rep stated that the patient's son took care of him and the son did not read or write, so they did a more thorough education using pictures and confirmed that he understood about maintaining a connection. The rep also gave the patient some adhesive pads to try to see if that would help the antenna stay in better position. Impedances were all wnl, and coverage was good. The patient also did not understand that the ¿upright¿ setting applied to both sitting and standing. The patient had a little different positional settings and those were explained. A setting was put in for upright and the patient confirmed that he was happy with it.  No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient charge too often, every 2-3 days. The recharger screen showed that the ins recharge was complete. It was further reported that the patient fell on (B)(6) 2017 and hit the back of their head on the door and the ins pocket on the step. The caller reported that the patient stated they had a line on the pocket area from the impact. The patient reported that the ins was still sore, loose in the pocket, and it stuck out more than before. No decrease in weight was noted. The ins adaptive stimulation did not work anymore as the correct position was not recognized and amplitude wasn't changing. It was reviewed to run therapy impedances and to check charge interval based on programming. No further complications were reported or anticipated.